Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a damaged battery was confirmed during evaluation. The cause of the reported condition was depleted main batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. It is unknown when this condition occurred. This condition has the potential to cause an interruption of delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is colleague 2006 (5.09.90).

Manufacturer narrative:
(B)(4).